Event description:
While cleaning the tip outside of the patient, part of the silicone tip fell off. The surgeon continued with the surgery and about one hour later the instrument stopped activating. The procedure was completed using a different technology. No patient information was provided.

Manufacturer narrative:
One tls2 14c was returned, decontaminated and investigated. A visual inspection of the returned tls2 14c was performed and no cosmetic issues were apparent. The hot jaw boot at the tip was broken at the tip, confirming the complaint. The returned tls2 14c was plugged into a universal power supply to check for proper function and worked as intended. The boot tear is consistent with the jaws coming in contact with a sharp object. Manual cleaning after boot damage resulted in a torn boot. One hundred activations cycles were performed to determine if the complaint for "no activation" could be reproduced and could not be replicated. The thumb trigger may not have been fully closed to energize the instrument.